Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cart monitor was losing video connection. The screen moved to the pcoip connection screen. The site swapped camera carts to continue setting up for surgery. No patient present.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735783, serial/lot #: (B)(6), product ID: 9735836, product ID: 9735796, serial/lot #: (B)(6), product ID: 9735779, product ID: 9735788, serial/lot #: (B)(6), h3, h6) the system was serviced in the field. In summary, hardware parts were replaced. Codes b01, c19, and d15 are applicable. H3, h6) the product ID: 9735783, serial lot: (B)(6). Returned to the manufacturer for analysis on 2024-08-30. In summary, no faults were found. The returned switch was found to be fully functional as all five ports pinged with zero percent packet loss. Codes b01, c19, and d14 are applicable. H3, h6) the product ID: 9735796, serial/lot: (B)(6) returned to the manufacturer for analysis on 2024-08-30. In summary, the complaint was verified. Upon initial inspection, it was found that there were four software resets. Further analysis revealed that the ethernet mode was set to 'auto' rather than '100mbps full duplex'. Codes b01, c10, and d02 are applicable. H3, h6) the product ID: 9735788, serial/lot: (B)(6) returned to the manufacturer for analysis on 2024-08-30. In summary, no faults were found. The uninterruptible power supply (ups) was tested with a known good battery for a 24 hour period and tested with no issues. The ups was then unplugged from alternating current (ac) power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.